Event description:
It was reported that during surgery (2 separate surgeries), both surgeons had difficulty driving the pin of the hand press down while in use with rod implants. One surgeon had to have both scrub tech force the pin down - this took both of them turning the handles at the same time using great force. The other surgeon had to use pillars to force the pin down. Both surgeons were able to use the rods and hand press to complete the surgeries; however, this added 30 minutes to both cases.

Manufacturer narrative:
(B) (4). (B) (4). (B) (4). Conclusion: the quality records indicate that all the specified characteristics (material, measurements, surface, and so on) were in conformity with the requirements in force at the time of manufacturing. All parts appeared to be in a satisfactory condition and only show signs of normal wear. The hand press was preassembled in accordance with the instruction brochure. The parts were lubricated using the standard maintenance and lubricating oils. After assembly, a sample rod was fitted in the hand press and the pin was pressed down as it should. The cause of the phenomenon was due to insufficient maintenance. It is necessary to ensure that all joints and mobile parts are correctly lubricated in accordance to the cleaning process. Standard maintenance and lubricating oils for surgical instrument should be used. This MDR is being submitted late, as this issue was identified during a retrospective review of complaint files.